Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned using a pigtail catheter. The pigtail was removed and as a 24mm watchman laa closure device & delivery system (wds) was introduced into the was, a whiff of contrast was seen going into the pericardial space. The procedure was continued. The closure device was deployed and released successfully. After this it was noted on echocardiogram and fluoroscopy that the effusion was getting bigger. The physician performed a pericardial tap draining 1000cc of blood which was run through a micro filter and reintroduced into the patient. The patient was stable at the time of leaving the catheterization lab. The physician reported the next day that the central line and foley were removed and only 30cc of fluid was removed from the pericardial drain. Repeat echo was performed and showed that the effusion was closing. The patient was discharged from the hospital 3 days post procedure.